Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no damage observed to the battery compartment or battery cap; the yellow o ring was not visible at the battery cap. No visible moisture was reported in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/30/2016 with the following findings: a review of the pump black box data revealed multiple pump reboots occurred. During a visual inspection of the pump, the battery compartment was found to be cracked. There was no damage found to returned battery cap and the cap secured properly to the pump; no power loss or pump reboots were observed. The battery cap contact dimensions measured within specifications. The ez-prime steps were performed correctly and the pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The allegation of an intermittent power issue was shown in the pump history but was not able to be confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).